Event description:
The patient called lifescan and alleged that their meter was set to the incorrect unit of measurement. The patient obtained a result of 196 mg/dl on their meter, which the patient interpreted as 19.6 mmol/l. The patient visited their dietician for advice. She tested the patient with their meter and stated that their blood glucose level was fine; the result is not known. She told the patient that the meter was faulty, so she did not change the patient's medications. The patient then called lfs and it was discovered that the meter was set incorrectly. The meter was reset and the patient performed a control solution test, which passed. Due to a spontaneous / unintentional power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. A replacement meter is being sent.